Event description:
A vaxcel PICC line was being placed for therapeutic purposes. Upon infusion after placement was completed, it was reported a leak was found. The leak was caused by a vertical crack located at the juncture of the suture wing and the catheter on the distal side. The PICC line was replaced.